Event description:
During a clinic follow-up, the device was observed to be in backup mode (bvvi) resulting in a loss of high-voltage (hv) therapy on a non-pacemaker dependent patient. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of back up mode was confirmed. Based on the information provided, it was determined that there was a sensing check register mismatch. The root cause was determined to likely be due to a hardware defect.